Event description:
Treatment of an unruptured fusiform cav (cavernous) aneurysm measuring 18mm x 27mm. After the removal of the pipeline previously implanted on (B)(6) 2013, another pipeline was deployed but it could not be released from the capture coil. The pipeline was removed from the patient. A new marksman catheter was used to deploy another pipeline successfully; however, the proximal end of the pipeline would not open. Failed attempts were made to open the pipeline by wagging the catheter and pushwire. The pipeline was left inside the patient after failed attempts were made to retrieve it with a snare and alligator retrieval device. Same event as MDR# 2029214-2013-00227 and MDR# 2029214-2013-00283.

Manufacturer narrative:
The pushwire still inside the marksman catheter and penumbra guide catheter were returned for evaluation. The pipeline was missing from the capture coil; therefore, the event cause could not be determined. (B)(4).